Event description:
Pt reported that during a cartridge change the device's piston rod stuck (retracted only halfway and stopped). No error message was generated by device. Patient's blood glucose was not affected, and no treatment was received.